Event description:
Allegedly, pt revised due to broken modular neck.

Manufacturer narrative:
This item was returned for eval, but was not listed as having been explanted in the original report from the user facility. This is the same event as 1043534-2008-00174, 00175. This report will be updated when the investigation is complete. Trends will be evaluated. Add'l info has been requested.